Event description:
It was reported to an abbott rep by a physician that "sliding the delivery system back & forth in the new stabilizer works not that smoothly." Additional follow-up indicated that there was challenges with inserting the steerable guide catheter (sgc) into the stabilizer and removing the sgcd from the stabilizer. No additional information was reported.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. The lot history record and similar complaint review were not performed because the lot information was not provided. The investigation was unable to determine the cause of the reported physical resistance. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: 1528;1316.

Event description:
It was reported to an abbott rep by a physician that "sliding the delivery system back & forth in the new stabilizer works not that smoothly." Additional follow-up indicated that there was challenges with sliding the delivery system along the stabilizer was not smooth. No additional information was reported.